Manufacturer narrative:
A correction is being made to section d10. The actual device was returned; therefore, the device return date has been provided. The device return date was inadvertently submitted in the incorrect report; MDR 3013394970-2019-00361. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with hemostasis sheath. The arteriotomy locator was returned as well. Visual inspection revealed blood-like substances on all returned components, and a kink at the blood inlet hole of the arteriotomy locator. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in rear lock position with color bands fully exposed. There was no damage noted to the distal tip of the hemostasis sheath. The anchor was observed dangling at the distal tip of the hemostasis sheath with a small portion of the collagen exposed. The collagen had dried blood like substance present on it. There was slack in the suture that caused the anchor to not post at the appropriate angle. There was no deformation to the anchor noted. No other visual anomalies were noted with the device. Functional testing could not be carried out as the anchor was already exposed and tamping of collagen would not have been possible due to the already swollen collagen from the blood like substance. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was either repositioned or re-inserted into the artery after posting of the anchor. However, the exact cause of the reported event cannot be definitively determined based on the state of the actual sample and the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device failed. Additional information was received on may 3, 2019. The device was inserted and deployed per protocol; however, the device failed to deploy and was removed from the patient. Manual pressure was held on the patients left common femoral artery for 15 minutes until hemostasis was achieved. A 6fr sheath was used. Additional information was received on may 10, 2019. Patient procedure was a right lower extremity (rle) art w/ reg and dcb (drug coated balloon) pta (percutaneous transluminal angioplasty) sfa (superficial femoral artery) pop. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion, and there was no issue with deployment per the md. A pre-deployment angiogram was performed. There was scarring; used ultrasound and fluoroscopy. When pulling back the footplate, the footplate did not catch and came out with device, per md. The patient was reported to be in stable condition, and there was no injury. There was 20 ml of blood loss.